Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was duplicated and the analog board was replaced to remedy the report. Device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via one step cable. Complainant indicated that there was no patient involvement in the reported malfunction.